Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on january 04, 2017. (B)(4).

Event description:
It was reported that the patient experienced pain an infection at abutment site and subsequently was treated with topical antibiotics (date not reported). The implanted device remains.